Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 957 mg/dl; with ketones that were identified as life threatening by a healthcare professional. Reportedly, customer attempted to self-treat by administering insulin, however; at the hospital was given intravenous fluids of saline and insulin to address the bg level. Customer was discharged, (B)(6) 2024 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.